Manufacturer narrative:
Upon further review, bd has determined that this MDR is not reportable. Submitting the investigation details as additional information. The reported event was confirmed ¿ cause unknown. The product had caused the reported failure. Based on attached photo, it was observed that the connecting part of urine meter was breakage. The exact cause of how and when the problem occurred could not be determined. Unable to conduct a complete investigation since the actual sample was not returned for evaluation. A potential root cause for this failure could be defective / torn / broken components and also might be contributed by inappropriate material selection, inadequate solvent selection or improper mating dimensions. The labeling and instructions for use were found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. Correction: d,f,h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that before use, when the box was opened in the operating room to insert a catheter for urinary catheterization and temperature control, the inlet tube of the drain bag came off.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that before use, when the box was opened in the operating room to insert a catheter for urinary catheterization and temperature control, the inlet tube of the drain bag came off.